Manufacturer narrative:
Combination product: yes.

Event description:
An orsiro drug-eluting stent system was selected for treatment. The stent could not be deployed in a long in-stent re-stenosis with 95 percent stenosis degree in the rca. The stent could not be deployed despite pre-dilatation with high pressure nc balloons and use of guideliner and different guiding catheters.

Manufacturer narrative:
Combination product: yes. The returned instrument was subjected to a detailed technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. In addition, the angiographic material provided was reviewed. The technical investigation showed that the balloon is well folded and shows no signs of inflation. The stent is not deformed or damaged. The crimped diameter of the stent complies with the specification. The angiographic material provided shows the treatment of the target lesion with different balloons and stents. The actual complaint event is not visible. Review of the angiographic material did therefore not lead to any further information regarding the nature of the complaint. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined.